Event description:
Customer reported during procedure while performing cine run, the left monitor went black with small white dots in circle. Problem also occurred the day before. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced single board computer, display adaptor board, image processor board, cine bridge board, and generator interface board. Formatted hard drive and cine drive. Reloaded software and calibration and configuration files. System operates as intended.